Manufacturer narrative:
Additional information: g3, h3, h6. Based on the photographic evidence provided of a damaged ar-3631-1 anchor, batch 1536814 along with any available information such as the returned device (if applicable), photographs, videos, event description, and additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to misuse, specifically excessive tension during insertion, improper seating, misaligned insertion, or prying/leveraging the device during use.

Event description:
On 10/08/2025, an arthrex subsidiary employee reported via (B)(4) that (B)(4) ar-3631-1 fibertak triple-loaded suture anchors detached from the greater tuberosity during a shoulder arthroscopy. The technique was correctly performed. One of the anchors had its suture completely damaged. An additional anchor was used and inserted after drilling a new hole with the fibertak cuff drill and guide. No patient was affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.